Manufacturer narrative:
An evaluation of the returned polyaxial screwdriver found that the distal tip had fractured and became separated from the instrument. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. Alphatec spine navigated reusable instruments are intended to be used during the preparation and placement of alphatec screws during spinal surgery to assist the surgeon in precisely locating anatomical structures in either open or minimally invasive procedures.

Event description:
The hex tip of the screwdriver sheared off into the head of a polyaxial screw. The fracture occurred about halfway into insertion. The detached section was removed to allow the use of another driver to completely seat the screw. There was no patient injury.